Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation, the reported event could not be confirmed. The clinical/medical team concluded, patient underwent revision due to periostatic fracture that is related to a fall and is not associated with a malperformance of the implant. The patient impact beyond the revision a nd expected transient post-op convalescence period cannot be determined. Some potential probable causes could include patient reaction or a post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that the head and synergy stem were replaced due to a periprosthetic fracture post fall in the right hip.